Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to pt injury. Device issue: dislodged stent. It was reported that the stent dislodged during prep. The device was not used on the pt. No additional information is available.

Manufacturer narrative:
(B)(4). Results - product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion. Eval summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood on the outer member. There was contrast in the inflation lumen. The stent implant was dislodged from the balloon and returned on the stylet with the protective sheath. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks on the balloon where the stent implant had been between the markers. There were no kinks noted to the inner member or the tip. There was no other damage noted to the sds. Using a snap gauge, the stent implant outer diameters were measured. The distal outer diameters met mfg criteria, the middle and proximal outer diameters did not meet mfg criteria. The inner diameter of the protective sheath was measured with a pin gauge. Product performance engineering was unable to complete the eval of the event at the time of this report. Results and conclusions will be forwarded upon completion.